Event description:
Boston scientific received information that a competitor's field representative called boston scientific technical services (ts) that the patient was in a procedure and the physician was having difficulty getting the setscrews unscrewed from this cardiac resynchronization therapy defibrillator (crt-d). Ts explained that there are eight set screws for this device that need to be loosened. They field representative noted that all the setscrews were found and the leads were coming out of the header. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.